Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional devices referenced in b5 are captured under separate reports.

Event description:
According to the available information, dufour stent with a deflating balloon. The balloon is filled with 50 ml of sterile water for injection (wfi) using a syringe. This happened three times with the same patient, each time with different caregivers, and required the patient to be re-inserted. Patient/staff consequences: lost time, ineffective catheterization, catheter not staying in place with risk of bleeding. The device was not retrieved and therefore could not obtain the batch numbers in question or any photos. The catheter was reinserted once the incident was identified.